Manufacturer narrative:
The pump was reset while the motor stroke was in progress, and pump delivery manager (dm) task did not know the exact drive count number executed. After restart, when pump delivery manager task started, it checked the actualdrivecountunreliable flag and generated pump error 42 (drive counts unreliable) since the flag was set - this was an expected behavior. Pump restart was caused by the pump error 60 (power deadlock) since tone, vibrator or motor did not have power available when needed - suspecting the hw. S/w version 4.11 e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 60, pump error 42, pump error 4, pump error 53, pump error 2, and failed batt test found on 30-apr-2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. No pump error 60, pump error 42, pump error 4, pump error 53, pump error 2, and failed batt test were noted during testing. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 60 (file number: 31, line number: 1431, esf #: n/a) on the event date of 04/30/2023 at 12:55:13.000 due to a possible hardware error. Pump alarmed a pump error 42 alarm (file number: 13, line number: 457, esf#: n/a) on the event date of 04/30/2023 at 12:55:16.000 due to a possible hardware error. Pump alarmed two pump error 53 (file number: 2005, line number: 5632, esf#: (B)(4)) on the event date of 04/30/2023 at 12:56:10.000 and 12:56:25.000 due to a possible software anomaly. Pump alarmed a pump error 4 on the event date of 04/30/2023 at 12:55:11.000. Pump alarmed two failed battery test alarm on the event date of 04/30/2023 at 12:55:16.000 and 12:55:48.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and corroded battery tube. Failed battery test was not confirmed during testing. Pump error 60 alarm was confirmed in the pump history files and traces due to a hardware error, problem isolated to the electronic assembly. Pump error 4 was confirmed in the history files and traces as a consequence of pump error 53. Pump error 53 was confirmed in the pump history files and traces due to a software anomaly. Pump error 42 was confirmed in the pump history files and traces as a consequence of pump error 60. Pump error 2 was not confirmed. Moisture damage was confirmed found isolated on the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump errors 53, 42, 60, 44, 4 and 2 alarms during basal delivery and also received failed battery test alarm. Troubleshooting was performed and found that the customer cleared the alarms and completed the pump rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.